Manufacturer narrative:
The electronic device log file and further information have been requested several times but were not received by the manufacturer. Therefore an investigation could not be performed and the root cause of the reported event could not be determined. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. Based on the initial provided information the device reacted as specified for a detected ventilator failure as described above.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow-up report.

Event description:
It was reported that the ventilator of the device failed while the patient was being ventilated in pressure control mode. There was no injury reported.